Event description:
The affiliate stated the customer reported falsely elevated initial troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.093 ug/l was obtained but was not reported out of the laboratory. The physician requested for reanalysis. The sample was reanalyzed, on the same instrument, and generated lower results of 0.003 and 0.003 ug/l. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was centrifuged at 4,200 rpm (rotations per minute) for ten minutes, at 21 degrees celsius. The sample was clear in appearance and analyzed from the primary tube. No sample integrity issues were noted. The customer indicated all system parameters, including quality control, calibration curves, and system check, were performing within assay and instrument specifications. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.